Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when clipped across the vessel and duct, the clips from the device were not closing all the way and were scissoring. A new device of same code was opened and used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, fourteen scissored clips were fed and formed. Finally the instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.